Manufacturer narrative:
The vessel sealer extend instrument will not be returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A review of the instrument log for the vessel sealer extend instrument (pn 480422-01/lot # m11220807 0170) associated with this event was performed. Per logs, the vessel sealer extend instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 0 lives remaining after last use. No image or video was available for review. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). This complaint is considered a reportable malfunction event due to the following conclusion: it was reported that tissue was stuck in the instrument's jaws when the instrument failed to unclamp/release from tissue/open. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the system had encountered repeated instrument issues in universal surgical manipulator (usm) 2. The customer was using vessel sealer extend (vse) instrument on the usm2 and the instrument stopped responding after the staff closed on tissue. The customer reporter tried to use the instrument release but the jaws did not open. The surgeon then used another instrument to release the tissue from the instrument jaws. The customer replaced the vse instrument with a sureform stapler instrument and the instrument failed to engage. The customer tried to reseat the instrument repeatedly with no change. The customer elected to convert to laparoscopic prior to calling the technical support. An isi technical support engineer (tse) reviewed system logs and found error 22020 when engaging the sureform 60 stapler instrument. An isi tse recommended the customer to return the vse instrument and the sureform stapler instrument for isi evaluation. The procedure was completed with laparoscopy with no reports of patient injury.